Event description:
It was reported by service report that the customer alleged that the cot had a missing retaining post, missing fasteners for the fowler cylinder. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.